Event description:
It was reported that the stent failed to deploy. There was no patient injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The safety clip was missing upon receipt of the sample. The handgrip had been completely triggered. The system was clipped out of the performaxx grip proximally. The guiding tube protruded over the grip by 160mm and was broken at the oval handle. The stent was released and included. Several struts of the released stent were jammed. The sample has been returned, but the investigation has not been completed to date.